Event description:
Medics responded to a patient described as in cardiac arrest with CPR in progress. The patient was connected to the device and diagnosed as in normal sinus rhythm. According to the reporter, while the patient was being monitored, the device alarmed "cannot charge" and displayed a service wrench. The message continued to display as the patient was monitored and transported to the hospital. No adverse affects to the patient were reported as a result of the alleged malfunction.